Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11 visual examination of the returned product identified signs of repeated use and wear and tear. There are some gouges around the outer edge of the impactor and one area where the material has been gouged forming positive material. The impactor has fractured and all of the pieces have returned. No measurements were taken due to the damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the black plastic part of the impactor fractured during assembly of the implants on back table. Patient was not involved. No issues with implant assembly. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.